Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that a faulted diagnostic test changed the device settings to unintended settings. The device output current was changed to 0 ma, but no other settings were corrected the magnet output current was left on. No patient adverse events were reported.